Event description:
It was reported that pump displayed malfunction alarm with code that had not been seen in the previous 24 hours and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised that pump use could continue, and was instructed to call back if alarm appeared again.